Event description:
It was reported that the pump was not exposed to extreme temperatures, but multiple temperature alarms occurred while the pump was charging. There was no adverse impact to the customer's blood glucose level. Customer will continue to use the current pump for insulin therapy.